Event description:
The customer reported that half of their aps are down on the two local controllers. Tech support troubleshoot the issue and was able to get the system on line. There was no loss of central monitoring, as patients were not being monitored when the problem happened. However, upon recurrence, this may result in a temporary loss of centralized monitoring. Bedside monitoring would not be affected. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The aruba controller is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.